Event description:
As reported (B)(4) 2013, a pt of unk age and gender presented for an unk procedure. During the procedure, the guidewire fractured inside of the pt's artery. A piece remained inside of the pt. The piece was successfully retrieved via snare. There was no report of permanent harm or injury to the pt due to the event. The reported disposable device is not available for return to the MFR for eval.

Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the MFR for eval. A review of the lot history records was performed for the reported lot number for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. There was no report of permanent harm or injury to the pt due to this event. Angiodynamics is attempting to obtain additional info in regards to the event and pt info. An investigation into the root cause of this incident is currently in progress. The results of the investigation and any f/u info will be sent via a f/u medwatch. (B)(4).